Event description:
The pt hadn't charged since implant. The device was in an overdischarge state and displayed a power-on-reset condition. The MFR rep was to try long physician mode recharges in a row in an attempt to recover the device. The pt had a lumbar MRI in the past few months (with no ill effects) and it was unk if this had caused the device to be non-functioning. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).